Event description:
The customer received questionable creatinine result for 20-30 patient samples. The samples were repeated on an analytical p module in another laboratory. Of the data provided, only the results for four patient samples were discrepant. Patient sample 1 initial result was 130 umol/l and the repeat result was 65 umol/l. Patient sample 2 initial result was 103 umol/l and the repeat result was 59 umol/l. On (B)(6) 2013, patient sample 3 initial result was 115 umol/l and the repeat results were 59 umol/l and 60 umol/l. Patient sample 4 initial result was 208 umol/l and the repeat results were 151 umol/l 156 umol/l and 153 umol/l. The initial results were reported outside the laboratory. The results were questioned by the ordering care unit. Information concerning if the patients were adversely affected was requested, but was not provided. The creatinine reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. It was noted the customer moved the creatinine assay onto a separate analyzer from the glucose assay and have did not have further issues. No issue between these assays could be reproduced during the investigation.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received documenting a total of 77 patient samples were involved in the event from (B)(6) 2013 to (B)(6) 2013. Results for the additional patient samples involved in the event are included in the attachment to the medwatch.